Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the early stages of a total laparoscopic hysterectomy, the bipolar fenestrated grasper (bfg) experienced inconsistent energy delivery. Sometimes when trying to deploy energy, the bfg would function as expected, while other times, no energy would be delivered. Troubleshooting consisted of checking all cable connections of the bfg cable itself as well as detaching the bfg, unplugging the cable from the bfg, reattaching the cable to the bfg, unplugging the cable from the ft10 and replugging the cable back into the f10. Additionally, the cable connections at the back of the ft10 were checked to be sure none of those connections were loose. As the procedure continued, the issue seemed to resole itself. There was no patient injury.

Event description:
It was reported that during the early stages of a total laparoscopic hysterectomy, the bipolar fenestrated grasper (bfg) experienced inconsistent energy delivery. Sometimes when trying to deploy energy, the bfg would function as expected, while other times, no energy would be delivered. Troubleshooting consisted of checking all cable connections of the bfg cable itself as well as detaching the bfg, unplugging the cable from the bfg, reattaching the cable to the bfg, unplugging the cable from the ft10 and replugging the cable back into the f10. Additionally, the cable connections at the back of the ft10 were checked to be sure none of those connections were loose. As the procedure continued, the issue seemed to resole itself. There was no patient injury.

Manufacturer narrative:
H2) correction: d1; additional information: h8 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper and the associated device logs. Evaluation of the logs indicated that the bipolar fenestrated grasper was attached to arm cart assembly 1. The use time was seventy-nine minutes with a use count of one. The system recognized the request for energy during the time the bipolar fenestrated grasper was attached. No energy issues were detected by the system. No other issues were noted in the logs. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Further testing of the resistance noted it was within specification, indicating that the electrical connection through the bipolar plugs to the distal end where energy is applied in use is within the expected range of resistance and should not be impeding electrical energy delivery. The bipolar fenestrated grasper can experience some deadband near close, where the actual jaws are closed before the paddle is fully actuated. With jaws closed fully, the energy can short across the jaws earlier than expected, based on the paddle position. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.